Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events delayed healing and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing, exposure.

Event description:
Healthcare professional reported report right-side "slow healing and exposed". Device explanted.

Event description:
Healthcare professional reported report right-side "slow healing and exposed". Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: delayed healing : unable to observe since it is a medical event and is not related to the device. Exposure : unable to observe since it is a medical event and is not related to the device. Additional observations: crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported report right-side "slow healing and exposed". Device explanted.